Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product was returned and evaluated with no defect found. Most likely underlying root cause: mlc-61- improper use / mishandled by end user. Note: manufacturer made contact with customer to ensure that the initial concern is resolved - able to establish contact with customer who indicated that has a box with the same lot number, so customer was asked to send product back for investigation.

Event description:
Consumer reported complaint for pen needles. Customer is concern with the needle not allowing meds to go thru. Distributor emailed on behalf of the customer. The customer did not report symptoms neither medical attention. The product storage location and open date is undisclosed. No adverse event or medical intervention was reported.